Event description:
It was reported that an ilet user experienced sustained hyperglycemia overnight, with glucose rising to 295 mg/dl and remaining above range for approximately four hours, while the system delivered correction insulin; the user suspected an infusion site issue, disconnected, administered a backup insulin injection, and planned a full supply change. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included the need for self-administered backup therapy and temporary discontinuation of pump infusion. Investigation included troubleshooting and user education. Investigation of this case revealed performance consistent with insulin delivery, with a suspected infusion occlusion or site failure contributing to persistent hyperglycemia. It was concluded that the cause of the hyperglycemia was unclear, with a possible infusion occlusion contributing, and that the reported event did not require medical intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.